Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. One controller, (B)(4), and four (4) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of battery (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Log file analysis did not reveal any anomalies involving (B)(4) during the reported event date. Analysis of the controller (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The reported event of a critical battery alarm was confirmed via controller log files which revealed one (1) critical battery alarm involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Analysis of the battery (B)(4) passed visual examination but failed functional testing due to an abnormally high max error and an abnormally high cycle count. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. The most likely root cause of the high max error and high cycles count can be due to memory corruption of the integrated circuited (ic) caused by a communication error. In addition, review of the controller log files revealed several premature power switching events involving batteries (B)(4). Analysis of both batteries (B)(4) revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. (B)(4) is investigating communication errors. (B)(4): heartware has opened an internal investigation to address communication errors between controller and battery. (B)(4) - battery / catalog number 1650 / expiration date 28feb2017, device available for eval: yes, 09jan2017, device eval by MFR: yes. Device MFR date: 23feb2016. Labeled for single use: no. (B)(4); (B)(4) - battery / catalog number 1650 / expiration date 28feb2017. (B)(4). Device available for eval: yes, 09jan2017. Device eval by MFR: yes. Device MFR date: 23feb2016. Labeled for single use: no. (B)(4); (B)(4) - battery / catalog number 1650 / expiration date 28feb2017. (B)(4). Device available for eval: yes, 09jan2017. Device eval by MFR: yes. Device MFR date: 12feb2016. Labeled for single use: no. (B)(4); (B)(4) - battery / catalog number 1650 / expiration date 30jun2017. (B)(4). Device available for eval: yes, 09jan2017. Device eval by MFR: yes. Device MFR date: 01jun2016. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to clinic after recognizing critical battery alarm while at the sink in the morning. Patient disconnected the alarming battery immediately and switched to another battery. The patient is very frustrated and annoyed with the current state of his controller switching and battery failure issues. Over the past three (3) months, all his equipment has been switched out for these issues. Patient was interrogated by the vad nurse and tech, the manufacturer clinical specialist was also present for assessment of equipment and log files. Two batteries in the patient's possession were noted as faulty per log files and removed. Patient was very reluctant to receive any new batteries and was very frustrated. A preliminary review of the controller log files revealed power switching events.